Manufacturer narrative:
No evaluation has been performed as no confirmation has been provided by the site to have a medtronic representative perform a system checkout and evaluation. Site has not confirmed service.

Event description:
A medtronic representative reported that, while in a spinal fusion, an imprecision of a few millimeters was observed. The site then elected to switch instruments and continue with the procedure. Accuracy was confirmed with the new instrument. No additional information was provided. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome.